Event description:
After getting mentor saline breast implants I had to quit modeling and my other work suffered as well. I started developing horrible gi issues. Allergies increased, sinus infections, uti and kidney infections; hormonal imbalance, lowered immune system, sick all the time, and joint problems. I spent (B)(6) with drs and specialists to figure out what was causing the root of all of my symptoms and I was only in my 20s. Was super healthy prior to implants. I had chronic inflammation that was always on my blood work that no dr could pin point. I did upper gi and colonoscopy. I had horrible food sensitivities too. Obgyn: strange discharge from breasts and lumps.